Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, the device evaluation found that the channel tube / plastic distal end cover/nozzle/bending section cover had foreign material. Additional findings include: the suction cylinder had discoloration, the radio frequency identification (rfid) could not be read due to damage to the rfid holder, the connecting tube had buckling, and the universal cord coating was peeling. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunctions were found: the channel tube/plastic distal end cover / nozzle / bending section cover had foreign material. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.